Manufacturer narrative:
The attachment ((B)(4) lot 13311) and the bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment. Based on review of the information provided in relation to this reported event, the root cause of this event is undetermined.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.